Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00117. (B)(6). The device was manufactured between 28mar2019 and 30mar2019. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. Upon further inspection, the tubing was observed broken at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor separated and subsequently leaked. The event was further described as the ¿luer lock connector end had come off the line and the contents had leaked out into the overpouch¿. The device was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.